Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned to the complaint investigation site therefore device analysis could not be performed however procedural media was received by the complaint investigation site with the complaint device. The available media shows partial deployment of the stent in the lad and not including the alleged pre-dilations performed on the target lesion. The stent is seen deployed at the target vessel and the constriction (narrow) points were induced by what appears to be diffuse calcification present around different points of the lesion. The conformity of the stent, allowed by the 4-connector proximally and 2-connector design for the rest of the stent, is demonstrated providing the required scaffolding without any straightening of the vessel. There was a gap region evident at the lm and lad bifurcation. The media review is not consistent with the reported event as the alleged stent fracture during deployment can't be identified in the available media. H3 other text : media review

Event description:
It was reported that stent fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 3x15 balloon catheter, a 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the stent was fractured. The procedure was completed using a non-bsc stent. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 3x15 balloon catheter, a 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the stent was fractured. The procedure was completed using a non-bsc stent. There were no patient complications nor injuries reported and the patient was stable.